Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm function of the insulin pump was tested on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
On (B)(4) 2013, it was reported that the patient had experienced elevated blood glucose levels as high as 500 mg/dl over the past five weeks. Correction boluses with the infusion device were not successful, but correction with insulin injections was successful. On (B)(6) 2013 she received stationary treatment at the hospital for elevated blood glucose levels. The patient was switched to her backup infusion device and her blood glucose levels returned to normal. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.